Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported that he first started experiencing the shocking/pain from the stimulator (ins) right after it was put in back in 2013, didn¿t know they could move it. The patient reported that on 2017 (B)(6) he was in bed asleep, turned over left/lift, second time stood up 2017 (B)(6). The patient reported that both times it lasted about 5 minutes and that it hurt very much. The patient reported that since the revision surgery, he had not had any problems so far, much better are for charging. The patient reported that there was a large problem charging while in his back. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacture representative (rep) via the patient on 2018-mar-16. The patient reports feeling a zapping sensation randomly in their flank area where the implantable neurostimulator (ins) used to be. The ins was moved from their back to their abdomen on 2017 (B)(6). It was noted that the zapping sensation started in (B)(6) 2017 (before the ins was moved) but has increased in frequency as of 3 weeks ago. On the day of the report the patient felt a zap after the rep used their physician programmer at the clinic. The zapping occurs randomly and is not related to any specific movements. The rep ran impedances which were all normal except for pairs with number 10 which were high. Number 10 was taken out of programming on the day of the report which did not affect the patient¿s therapy at all. The rep palpated the area which did not create the zapping sensation. The rep does note feeling something in this area under the patient¿s skin but it was not clear if this is the extension or something else. The zapping has not changed since the ins was moved but it occurring more frequently. The zapping also occurred once when the stimulator was off. It was reviewed to keep the stimulator off for a while to see when and how the zapping is occurring. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the ins was implanted on their back and it was hard for them to reach it. When they needed to charge they could not get the antenna over the ins. The healthcare provider then moved the ins to their belly. No further complications were reported or anticipated.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that, a few weeks prior to the report, the patient was awoken in the middle of the night by a horrible pain from the ins. The day prior to the report, when the patient was getting up from the chair, the pain hit the patient and it happened three more times. The patient stated they had a hard time moving around because they don¿t want it to happen again. The patient also reported that when their belt hits the top of the ins it hurts so he was having surgery on (B)(6) 2017 to move the ins down from the belt line in the back. The patient wanted to know what was wrong with the ins to shock them so much and often. The patient was very uncomfortable in moving around, sitting, in bed and anywhere. No further complications were reported/anticipated.